Event description:
Caller reported a lab blood glucose result of 4.3 mmol/l, mobile system blood glucose result of 9.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Received 2 loose cassettes, one with 0 strips and one with 49 strips.(1 strip used.) The customer compared a sinlge strip test to the lab so either returned could have been the complaint product. Retention is the only thing that can be reported for certain. The cassette with strips was tested and met spec.

Manufacturer narrative:
The event occurred in (B)(6).